Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 120 mg/dl at the time of incident. Troubleshooting found that the pump cannot complete the rewind process and the keypad buttons are not working. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The insulin pump was received with a critical error open book error, broken force sensor was detected in the formatted history file due to corroded electronic assembly and the motor assembly found with moisture traces. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.